Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood at the sensor site. The customer stated they were changing the sensor and blood came out when removing the sensor. The customer had to go to the urgent care because it would not stop bleeding. The bleeding was stopped by applying pressure. Blood glucose at the time of incident was 196 mg/dl. The sensor will not be returned for analysis.